Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "the light was very dim at full illumination" (inadequate lighting). The nurse reported the light pipe was defective and failed in spectrum of color delivered. Additional info received from the nurse stated the light was very dim at full illumination. The light pipe was switched out and the case was completed as planned. The case delayed 5-10 minutes. No pt injury was reported.

Manufacturer narrative:
The light pipe has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).